Event description:
It was reported that premature deployment occurred. When introducing the epic stent into the sheath, the stent was partially deployed and could not be advanced. The device was removed and the procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
(B)(4). Returned product consisted of an epic stent delivery system (sds). Device analysis determined the condition of the returned device was consistent with the complaint incident. There was blood on the stent and between the inner and outer shaft. Rack length: there was no damage or irregularities. Stent: the distal end of the stent was partially expanded a length of 2mm. Safety lock: the safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).